Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according with the information provided, it was reported that during a rotator cuff repair the jaw of the penetrating grasper 35° up was not opening. The complaint device was received and evaluated. Visually, the device appears worn indicating device was heavily used due to it had a lot of marks of wear. It was observed that when the trigger of the device was pulled, the jaws would not actuate open/close consistently. Also, the jaw was loose, they were not functioning smoothly. Therefore, this complaint can be confirmed. Lot number on the device indicates all supplied on 2016 and hence this failure can be attributed to heavily field. This type of failure has been attributed to wear and tear as well as rough use, since the repeated excess force applied when a large amount of tissue is being grasped which cause a potential to break; also, the age of the device causing damage in the device. Other than this possibility, cannot be discerned at this point. A manufacturing record evaluation was performed for the finished device [16c02] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure, it was observed that the jaw on the penetrating grasper 35° up device was not opening. Another like device was used to complete the procedure without delay. There were no adverse consequences reported. No additional information was provided.